Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that the connection between the supply line of the homechoice cassette and the supply bag leaked, which caused this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the connection between the supply line of the homechoice cassette and the supply bag leaked that led to this alarm. Renal therapy services (rts) explained the alarm and assisted in disconnecting the patient and clearing the alarm. The patient would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.